Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed that no solution was flowing from the distal luer. Subsequent examination revealed the direct cause of the flow problem was due to drug residue blocking the fluid path at the distal end of the glass capillary located inside the luer. Since the cause of the flow problem was due to drug residue, the infusor device was determined to be conforming product. The cause of the drug residue was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a small volume infusor. The reporter stated that the solution had hardly flowed after a day. This occurred during patient infusion. The device was filled with fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.